Event description:
I had star visian icl's implanted in both eyes for myopia correction. I was not a candidate for laser correction because of a -13 myopia. My doctor told me about the visian icl and how it could benefit me. I waited one year after his first procedure with the icl and then began the process of tests to determine if I was a candidate for the icl's. He said I was a candidate. I researched all I could find on the internet and did not find anything adverse, so I scheduled the implants. The first eye had poor results, I saw cloudy, not the clear hd visian they promote. After much concern and complaining my doctor said, he does not see any clouding, but the eye is undercorrected. He explained that it is difficult to get the prescription accurate because they cannot measure exactly. I trusted him and had the second implant installed. This result was much better. I went through the first year feeling ok about the procedure even with monovision. At my one year check up my doctor notice the beginning of cataracts. He said the vaulting was no longer what it was and the icl was touching my natural lens, causing damage. He did not know if it would get worse or any real solutions. He wanted to see me in a year of earlier if things get worse. After 7 months things were getting much worse. My vision was becoming increasingly cloudy. The cataract was worsening from the icl tubing. Needless to say I lost faith in this doctor and got a second opinion. Unfortunately, it was too late. By the fall of 2009, the cataract in my left eye was so bad, I had to have cataract surgery. I had a multifocal lens implanted and the result is ok. I am having the right eye done in (B)(6) 2010. I feel very strongly that the visian icl ruined my natural lenses, this procedure should not be allowed to be performed. I am a testament to the serious risk of this procedure. The marketing material is very persuasive added to the doctors opinion, it is powerful. I paid (B)(4) for icl implants that lasted less than 3 years. I now had to pay (B)(4) for cataract surgery. This is all out of pocket because insurance would not cover. Please stop the approval of this implant. It is too late for me, but others can still be helped. The risk of installing an icl in what they call the "potential space" is way too high. Dates of use: (B)(6)2007. Diagnosis or reason for use: myopia correction.